Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was in the pulmonary artery. The lead was scarred in place and could not be easily removed. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.